Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00699 on 20-dec-2018. Additional information (08-jan-2019): siemens further investigated the cause of the event and determined there was a negative bias on the instrument compared to an alternate instrument, and there was an atypically low dilution check factor. The difference in the dilution check factors between the instruments may have resulted in the negative bias. The integrated mulitsensor technology (imt) module was replaced. A power flush with bleach and hot water was performed. An instrument malfunction potentially caused the discordant sodium result. Poor sample quality could not be ruled out as a contributing factor to the event. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Conclusion code was updated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low sodium result was obtained on a patient sample on a dimension vista 1500 instrument. Siemens reviewed the instrument files and determined that quality controls (qcs) were within range on the day of the event. Siemens provided the customer with peer qc ranges as the customers ranges were too wide. Siemens remotely: aligned the integrated multisensor technology (imt) and imt probe, flushed bleach and hot water through sample and vent ports; primed fluids; cycled standard a and b; homed all modules; reset the instrument; instructed the customer to replace the imt sensor; initiated advanced clean; ran qcs, quick check on imt probe and a correlation study between two instruments, resulting acceptably. The customer has indicated that there have been no further discordant sodium results since service. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.